Event description:
The customer reported receiving an error message, that she cannot recall on their freestyle freedom meter when she applies the blood sample to the test strip. The customer stated that due to the error message that she received, she fell out of her wheelchair and lost consciousness. The paramedics were called and she was transported to the hospital. According to the customer, she was diagnosed with hypoglycemia and treated with an unknown pill and insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the reported treatment of insulin is inconsistent with the customer's diagnosis of hypoglycemia.